Manufacturer narrative:
Alkhouli, m, et. Al. (2018). Management of peridevice leak following left atrial appendage occlusion. Jacc: clinical electrophysiology, vol. 4 (issue 7), pp. 967-969. Date of event was approximated since no event date was provided.

Event description:
It was reported via journal article that the implant did not seal. Following an uneventful implantation of a non-bsc valve, left atrial appendage occlusion (laao) was planned with a 33 mm watchman laa closure device & delivery system. The laa was large and bilobar with inadequate depth to achieve central device position between the 2 lobes. Therefore, the closure device was implanted in the anterior lobe with adequate seal of the laa. At the 45-day follow-up transesophageal echocardiogram (tee), the leak appeared larger. Therefore, percutaneous closure of the leak was undertaken. Transseptal puncture was performed with a non-bsc device, which was then steered near the leak under echocardiography guidance. Angiography of the left atrium and laa revealed a widely open laa. The leak was accessed with a non-bsc guiding catheter an a non-bsc device. Two non-bsc plugs were then sequentially deployed across the leak, resulting in complete occlusion of the laa. Follow-up cardiac computed tomography imaging showed obliteration of the leak.